Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the was became kinked, and the anchors of the closure device scratched the sheath. The physician removed the device and aborted the procedure. There were no patient complications or consequences that occurred as a result of this event.